Manufacturer narrative:
Product analysis: the closurefast catheter was returned for analysis no ancillary devices or procedure notes were returned. Visual inspection of the catheter revealed kinking and a melted fep on the catheter coil area. There were no issues noted on the distal front half of the coil area of the catheter. During microscopic observation of the kinking on the coil shaft, an unknown residue and coil/fep melt causing coil damage was observed. The coil did not appear to have been exposed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image received from customer show a bend/kink in the heating element/coil. There is evidence of fep shrink/ melt in the coil.

Event description:
The physician was attempting to use a closurefast catheter to treat a venous insufficiency in the gsv. The device was prepped as per the IFU with no issues identified. The physician attempted to treat a segment proximal to the sfj and an error message appeared on the generator. The coil portion of the catheter kinked. The physician used another catheter to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Describe event problem: confirmation has been received that the coil was melted; there was no vessel damage; the error message appeared on the generator after three cycles; the vessel diameter was 7mm and was not tortuous or calcified; two segments of the vessel were treated; in the first segment the physician performed two cycles; the physician didn¿t change the generator parameters and there was resistance removing the catheter. If information is provided in the future, a supplemental report will be issued.